Event description:
It was reported occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed supplies and resumed insulin therapy, however, occlusions recurred and the customer removed the pump switching to manual insulin injections.